Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was in telemetry lockout since (B)(6) 2018 and merlin@home transmitter could not read data from the device. Patient will be followed-up in clinic.